Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a trained user requested a return of the ilet due to recurrent low glucose and described a single event with a reported glucose of 40 mg/dl after multiple consecutive meal announcements and an infusion set change, followed by additional meal announcements, after which glucose dropped; the agent advised that extra announcements delivered additional insulin. Symptoms included hypoglycemia. Outcomes included resolution of the low the same day with oral carbohydrate. Investigation included user education and troubleshooting by customer care. Investigation of this case revealed user-initiated insulin stacking through repeated meal announcements as a likely contributor to the event. It was concluded that the device was likely performing as designed and that user interaction contributed to the hypoglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.